Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was no image and e315 scope error on the evis lucera elite colonovideoscope prior to an unknown procedure. The procedure was completed with a similar case with no reported delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be reproduced, and no other defects were found with the device. As a result, no cause could be presumed. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image" the user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "connection of the endoscope and ancillary equipment_ connection to the light source - caution: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and/or light source may malfunction. Troubleshooting guide - wipe the electrical contacts on the endoscope connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them (refer to section 3.3, ¿inspection of the endoscope¿). After drying them, connect the endoscope to the light source and confirm that a proper image is displayed when twisting the endoscope connector left and right." Olympus will continue to monitor field performance for this device.